Event description:
It was reported that the procedure was to treat a right coronary artery. Post stenting of the target lesion and once the procedure was already completed, as the dragonfly opstar catheter was attempted to be removed, it became stuck on the balance middleweight guide wire. Both units were removed together from the anatomy without issue. The distal end of the guide wire was noted to be twisted and stretched. The tip of the dragonfly catheter was noted to be crushed/collapsed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. Returned device analysis of the dragonfly catheter revealed that the guide wire exit port was torn distally for a length of 5mm. The distal tip was torn and stretched and a portion of the distal tip was separated and not returned. Additional reported information indicates that the tip was intact when the dragonfly catheter was pulled back into the guide catheter and it was confirmed that no portion of the device remained in the patient anatomy.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The dragonfly opstar catheter referenced is filed under a separate medwatch report number.

Manufacturer narrative:
Visual and dimensional analysis was performed on the returned device. The reported difficulty removing was unable to be confirmed due to the device condition. The damage to the guide wire was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation determined that the difficulties were likely related to circumstances of the procedure. The torn guide wire exit port noted on the returned dragonfly catheter suggest that the guide wire and catheter were likely spread apart during removal causing the guide wire to tear into the exit port of the dragonfly resulting in difficulty removing and damage to the guide wire tip coils. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.